Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported her insulin pump alarmed low reservoir during the night so she refilled the reservoir. In the morning, customer's blood glucose was 247 mg/dl. She treated with a manual injection. She checked the reservoir and it was completely empty. Customer does not see any spilled insulin anywhere. There is no insulin smell. The device still says there are sixty four units of insulin left, but the reservoir appears empty. In troubleshooting for high blood glucose, no device anomalies were found. Customer was advised of possible causes of high blood glucose. Customer's last blood glucose was 220 mg/dl. Nothing further reported.